Event description:
Customer briefly mentioned he was hospitalized a year ago, unable to get further information on hospitalization. Customer initially reported the insulin pump was exposed to water and its giving a monotone beep. Customer's blood glucose was 118 mg/dl. Troubleshooting was performed. The device was placed in a cooler at the river. Fluids are under the lcd display. The device was not dropped and it does have crack were the reservoir goes. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had motor error alarm during basic occlusion test due to moisture damage force sensor. Further testing could not be performed due to the motor error alarm. The device was received with moisture damage on the electronics, motor, vibrator and battery tube assemblies. No moisture damage found on the keypad assembly. The unit also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.